Event description:
Reporter indicated that vns pt's lead was explanted due to suspected lead malfunction. It was reported that during generator replacement surgery, intraoperative device diagnostic testing of new generator connected to original lead resulted in high lead impedance reading, indicating possible device malfunction. Visual examination of the original lead revealed "a lesion of the plastic envelope of the lead" with "visible fracture of one of two leads inside." The lead (excluding electrodes) was explanted. The pt had not suffered any recent injury or trauma that may have damaged the ncp system. It is not known whether the lead break existed prior to generator replacement surgery or whether the lead was damaged during the procedure.